Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)

Event description:
During surgery the surgeon was implanting the final femoral implant using the attune impaction handle. He hit handle several times at which point the handle broke where the red trigger actuator and the impactor connect. This is the fourth time this exact thing has happened with the handle breaking during impaction .

Manufacturer narrative:
Conclusion and justification status: the complaint states during surgery the surgeon was implanting the final femoral implant using the attune impaction handle. He hit handle several times at which point the handle broke where the red trigger actuator and the impactor connect. This is the fourth time this exact thing has happened with the handle breaking during impaction. The investigation confirmed that the lever had broken as reported. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. The complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.